Manufacturer narrative:
E1: customer facility: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during preparation for use, the subject device foot switch connection part fell off. There were no reports of patient harm.